Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis ( stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture with intracapsular silicone diffusion of the prosthesis" confirmed via mammography and ultrasound . This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported "rupture with intracapsular silicone diffusion of the prosthesis" confirmed via mammography and ultrasound . This record is for the left side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported through regulatory agency "rupture with intracapsular silicone diffusion of the prosthesis". This record is for the left side. The device was explanted. The device was returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.